Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on electrical board .

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 104 mg/dl. Troubleshooting steps were provided for critical pump error. The insulin pump will be returned for analysis.